Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.

Event description:
On (B)(6) 2011, during a breast reconstruction procedure, veritas collagen matrix was placed with an initial tissue expander. The patient underwent routine tissue expansion until the patient presented with drainage of left mastectomy incision and exposure of prosthesis on (B)(6) 2011. The patient was taken back to the operating room and the prosthesis was removed. Cultures were taken and the results are pending. No further information is available at this time.